Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. (Catalog number, UDI number) and device manufacture are unknown. No information has been provided to date.

Event description:
It was reported that there was a no disposable pump won't run alarm. The reservoir volume was 101.1, rate was 3, given was 36.95. There was air in line. This was a cassette with green flow stops. There was no patient injury.